Event description:
It was reported that the delivery rate of the pump was too high. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's problem was confirmed. The flow rate of the pump was too high. The cause of the problem is unknown. In order to fix the issue, the expulsor would get sanded and replaced by the manufacturer representative.